Manufacturer narrative:
(B)(4). The customer returned one opened cvc set containing one arrow raulerson syringe (ars), one introducer needle, and other components for analysis. Signs of use were observed on the ars and introducer needle. Visual examination of the ars and introducer needle did not reveal any anomalies or defects. After the ars failed functional testing (see below), the handle was broken to examine the valves inside. The valve mechanism should consist of two bi-lateral valves and a spacer. Visual inspection of the handle revealed only the proximal valve was present. The spacer and distal valve were not in the handle assembly. In addition, the proximal valve had a tear on its edge and also had a hole in its center. The returned sample was functionally tested in accordance with the instructions-for-use provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The ars was not able to aspirate water with or without the introducer needle. The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringes in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are not functioning as intended. A device history record review was performed, and the following relevant findings were identified: for batch 71c20m0387, a non-conformance was created for an ars leak in use/initial insert. This nc was initiated for this complaint investigation. The issue of ars leaking was confirmed during functional testing of the returned sample. One of the returned syringes failed to aspirate and purge water. Further examination revealed only the proximal valve was present in the handle housing. The probable root cause for the identified issue is likely manufacturing (assembly) related. A non-conformance has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The introduction syringe was unable to withdraw liquid. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The introduction syringe was unable to withdraw liquid. No patient harm reported. The device was replaced. The patient's condition is reported as fine.